Event description:
On (B)(6) 2015 I opted for the thermachoice ablation to help with intermittent monthly bleeding. After the procedure, about 6 hours out I started with what felt like contractions. Pain medication did not help. They resolved by the next day. Wishing a week I had started with worsening back pain along with the vaginal discharge I was told I would have. I put a call into my gynecologist due to the back pain with no return call. My sacral area within the next few weeks began to increase in pain to the point I could barely walk or climb stairs. My "tailbone" area felt a tingling prickly feeling. At this point I couldn't even sit without excruciating pain. Again I keep calling my doctor with no return calls. I developed cystic acne and pustular psoriasis during this time dx by a dermatologist. Her recommendations were "this is female related" and to follow up with my doctor after numerous attempts I saw the associate in the group and she agreed that I needed a hysterectomy. I had started bleeding heavily approx 1 month after the procedure and my uterus actually grew in size. I did find out prior to the ablation my uterus was prolapsed and enlarged to begin with and was never informed. I was just told "you need the thermachoice because you have a bigger uterus". If I would have known the misery this procedure could cause I would never have had it. Three weeks after my hysterectomy, my si joint popped and I actually had pain relief and was able to walk without so much pain. However, I believe the damage was done! I continued to have pain in my back and pelvic area. Now a year later on (B)(6) I needed to have a tear in my hip repaired due to walking incorrectly. I have worked with physical therapy and pelvic floor specialist that state this could all be cause by the ablation and hormonal changes that occurred from having to have a hysterectomy. Today is (B)(6) 2017, I'm still having physical therapy 3 days a week. And still having pain issues in my back, all since the ablation. I also had to have 2 cortisone injections in my si joint during and one after my surgeries.